Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). Type of investigation: testing of actual/suspected device. Investigation findings: maintenance problem identified. Investigation conclusions: unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event on 04-dec-2020 that occurred in (B)(6) in the operating room during use. The user reported that " before the procedure, the user checked the scope and ift by hand sliding and confirmed that there was no abnormality. However, after the procedure, the user cleaned the scope by gauze and found something tough and felt hurt. There was some blood on the gauze. The user found that some metal exposed at 22 cm of the scope and then stopped using the scope. The user took measure on the patient involving pentax medical video colonoscope model ec-380fkp, serial number (B)(4). The user notified (B)(6). During the apac region investigation the distributor checked with the user and found that the patient had scratches. The patient left hospital normally after several days. Neither the user or patient information was provided. After inspection on the endoscope, the distal end part/bending rubber had serious distortion/wrinkles. The wire of the mesh part slightly at 20cm pop out. The angulation wire was tight and knob was worn. The rubber strain relief loosen. The engineer advised the user to do the pre-use check before the procedure including dent, wrinkle, bent and over twisted. If any abnormality was found, they should contact the engineer to evaluate. After checking all functions works well, then it can be used on the patient. This is the first time pentax model ec-380fkp, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 08-mar-2016. On 21-apr-2021, a device history record(DHR) review for pentax medical ec-380fkp, serial number (B)(4), was performed. The DHR review confirmed the endoscope was manufactured on 05-sep-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-sep-2015. The engineer repaired the endoscope and returned to the hospital.